Manufacturer narrative:
The customer determined that the cause of the advia centaur cp vancomycin falsely elevated (>90) result was from a clot in the sample tube. The clot was removed from the sample tube. The sample was spun down and repeat testing was performed neat. The result was 15 ug/ml. The result of 15 ug/ml was consistent with the previous patient results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur cp vancomycin result was obtained for a patient sample. Repeat testing was performed on a diluted sample and the result was lower. The patient sample was tested again neat and diluted. The lower result was reported. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.